Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided. The reported complaint of inaccuracies cannot be confirmed. A root cause could not be determined. Additionally, it was reported that the patient had taken medication(s) that contain acetaminophen. The dexcom g4® platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as (B)(4)).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient had taken acetaminophen against user guide recommendations. At the time of contact, no injury or medical intervention was reported.